Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequences. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 97 mg/dl.